Event description:
It was reported that during priming with a prismaflex st150 set, an external fluid leak from the filter was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available for investigation; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the video shows a leak at the level of the dialysate port. Visual inspection of the pictures shows the dialysate port is cracked. The reported condition was verified. The most probable cause of the condition was identified that a shock occurred during shipping. A batch review was conducted and there were no deviations found related to this reported condition during the manufactured of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.